Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/18/2025, it was reported by a sales representative via (B)(6) that an ar-139995n scorpion needle tip broke off at the second pass. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional field data, arthrex concluded that the most probable contributing factor to the reported failure was user error. Specifically, excessive force was applied during the firing of the needle, resulting in the needle breaking. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.